Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the exchange sheath fully slit, the thumb advancer in the finish position and the device in the fully deployed position. Internal inspection, however, found the clip was still loaded in the carrier tube. The pusher-to-garage block was displaced during thumb advancer deployment which would create resistance to advancing the thumb advancer and splitting the sheath. However, the sheath was slit and thumb advancer deployment was complete, indicating additional force was applied. The pusher-to-garage block displacement prohibited the pusher block from being distally deployed when the trigger/deployment button was depressed, resulting in a misalignment of the delivery tubeset and failure to fire the clip off the carrier tube. Based on the investigation findings, the probable cause for the pusher-to-garage block displacement and subsequent failure to deploy the clip and collapse the wings is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no similar complaints reported within this lot.

Event description:
It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the clip was deployed; however, it stuck on the distal end of the device. Manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was available.